Manufacturer narrative:
No product has been returned. Extended has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR(device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification. A DHR (device history review) for the freestyle insulin x meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc blood glucose meter did not work since she received it, noting it shows an ¿error code 3¿ so she can't perform a test. Customer further reported that about a week prior to calling adc customer service on (B)(6) 2017 she was feeling ¿weird and confused¿ so she performed a test using an unspecified back-up meter and received a result of 36 mg/dl. Customer self-treated by drinking six 12 ounce bottles of glucerna and called the paramedics. The paramedics arrived at around 4:00-4:30 pm, approximately five minutes after they were called and initiated an unspecified intravenous infusion, ¿to make (her) sugar go up¿. They performed a test, received a reading of 88 mg/dl and transported her to the hospital. At the hospital, a reading of 57 mg/dl was received, she was diagnosed with hypoglycemia and noted the intravenous infusion was continued. Customer denied that any additional treatment/medications were rendered and she was discharged to home at around 9:00-10:00 pm. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. During troubleshooting with customer service, it was revealed the customer had been using an incorrect testing technique. The error code issue reportedly resolved when correct technique was used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter did not work since she received it, noting it shows an ¿error code 3¿ so she can't perform a test. Customer further reported that about a week prior to calling adc customer service on (B)(6) 2017 she was feeling ¿weird and confused¿ so she performed a test using an unspecified back-up meter and received a result of 36 mg/dl. Customer self-treated by drinking six 12 ounce bottles of glucerna and called the paramedics. The paramedics arrived at around 4:00-4:30 pm, approximately five minutes after they were called and initiated an unspecified intravenous infusion, ¿to make (her) sugar go up¿. They performed a test, received a reading of 88 mg/dl and transported her to the hospital. At the hospital, a reading of 57 mg/dl was received, she was diagnosed with hypoglycemia and noted the intravenous infusion was continued. Customer denied that any additional treatment/medications were rendered and she was discharged to home at around 9:00-10:00 pm. There was no report of death or permanent injury associated with this event.